Event description:
The customer reported the leg extension pad was not aligned properly. This made the extension difficult to insert. No patient injury was reported.

Manufacturer narrative:
A ge representative instructed the customer in proper insertion of the leg extensions. The system operates as intended.